Event description:
Information received that indicates the foot hi/low and head section cannot be raised.

Manufacturer narrative:
The technician isolated the issue to faulty foot hi/low and head up valves. He replaced the valves to repair the bed.